Event description:
It was reported that the cross arm brake on the 9800 system is harder to use than the old style. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Advised the customer that there is no adjustment to the brake (new style), but as it is used it will wear in and become easier. The system is working as intended.